Manufacturer narrative:
The device was returned to olympus for inspection. There is no reported complaint as this device was returned for annual maintenance. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the objective lens image lens missing glue was observed. The service repair technician, indicated that the most likely cause of the reportable malfunction was due to missing glue. There was no patient involvement.